Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the receiver failed to provide an alert for low glucose values. No product was provided for evaluation, and data analysis will not confirm the alleged complaint or determine a probable cause. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.